Event description:
Caller reported that spouse received a reading of hi at 10:30 p.m. Just before retiring for the night. At 3:00am, customer was sweating and incoherent. Blood glucose reading result was 64 mg/dl and a second reading taken immediately was 29 mg/dl. Paramedics were called and a third freestyle reading yielded 164 mg/dl. A comparison one touch resulted in 60 mg/dl.